Manufacturer narrative:
During initial functional testing, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel upon power up. The potential root cause maybe defective load cells or damage sustained due to mishandling. Visual inspection of the platform found damaged top cover, thus confirming the customer's reported complaint. Also observed bent battery latch, not related to the reported complaint. The probable cause was due to the damage sustained by user mishandling. The initial functional testing of the ap platform could not be performed due to ua07 error message displayed upon powering on. After replacement of top cover, battery latch and load cells, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, the user observed a crack on the top cover of the autopulse platform (sn (B)(4)). No known impact or patient consequence was provided. On 10 december 2019, during initial functional testing the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message.